Event description:
A falsely low glucose result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a result within the reference interval was obtained. There was no report of adverse health consequences as a result of the falsely low glucose result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose results is unknown. There have been no other incidents. No further evaluation of the device is required.